Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during unpacking it was noted that there was a hole in the inner pouch packaging and the sterile seal was torn. There was no damage noted to the outer box. The device was not used in the patient.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during unpacking it was noted that there was a hole in the inner pouch packaging and the sterile seal was torn. There was no damage noted to the outer box. The device was not used in the patient.

Manufacturer narrative:
Analysis of the zero tip retrieval basket revealed the returned device was in its sealed/unopened labeled pouch. Residue was not present on the returned device. Visual analysis noted a large tear present on the mylar side of the pouch; with the pouch label also partially torn. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified were most likely due to some aspect of handling the device prior to use in the procedure; therefore, the most probable root cause for this complaint is handling damage.